Event description:
Reportedly, during a regular follow-up on (B)(6) 2017, loss of ventricular pacing was observed. The ventricular lead impedance was between 2000 and 3000 ohms since (B)(6) 2017, a threshold of 2.5v was measured in unipolar configuration, and the recorded episodes showed non-physiological signals typical of a lead issue. An x-ray confirmed a conductor fracture in the area located inside the pacemaker pocket. A replacement procedure was performed on (B)(6) 2017. The lead was capped and abandoned, and a new pacemaker and ventricular lead were implanted.

Event description:
Reportedly, during a regular follow-up on (B)(6) 2017, loss of ventricular pacing was observed. The ventricular lead impedance was between 2000 and 3000 ohms since (B)(6) 2017, a threshold of 2.5v was measured in unipolar configuration, and the recorded episodes showed non-physiological signals typical of a lead issue. An x-ray confirmed a conductor fracture in the area located inside the pacemaker pocket. A replacement procedure was performed on (B)(6) 2017. The lead was capped and abandoned, and a new pacemaker and ventricular lead were implanted.